Manufacturer narrative:
(B)(4). During the revision procedure, it was observed that the ra lead terminal pin was not fully inserted into the port, and that the atrial setscrew on the device was not fully tightened down on the lead. It was suspected that the atrial setscrew had been partially deployed when the device was removed from the packaging. The terminal pin of the ra lead had been inserted until it became stopped due to the partially deployed setscrew, so when the setscrew was tightened down, it was not making proper contact with the ra lead. The setscrew was fully loosened, the lead terminal pin was fully inserted, and the setscrew was tightened down properly on the lead. No further lead measurement or noise issues were observed. No additional adverse patient effects were reported. The lead and device remain in service.

Event description:
Boston scientific received information that this pacemaker exhibited noise on the atrial electrogram and out of range pace impedance measurements greater than 2,000 ohms. The patient was recently implanted with the system, which included another manufacturer's ra lead. The patient was to undergo a lead revision. No adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the device was performed. A visual inspection of the device header and case noted no anomalies. All seal plugs were intact and all setscrews moved freely. Pin gauge testing, designed to verify proper port dimensions, was completed. Each port measured as expected. The device was then exposed to simulated heart load conditions, and the pacing and sensing functions were tested. Impedance testing was completed and all measurements were within normal limits. The device operated appropriately with no interruptions in therapy output at the returned programmed settings. A series of electrical tests was also performed, and again, normal device function was observed. Analysis did not identify any device characteristics that would have caused or contributed to the reported clinical observations.

Event description:
Boston scientific received new information about this device. The pacemaker was explanted and replaced with a cardiac resynchronization therapy pacemaker (crt-p) during a revision procedure for a non-boston scientific right ventricular (rv) lead. No adverse patient effects were reported. The device was returned for analysis.